Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the t:lock disconnected from the patient line. Customer's blood glucose was 86 mg/dl. Customer changed cartridge and successfully resume insulin delivery.